Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the probe could not cut. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in describe event based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. (B)(4).

Event description:
Additional information was received. The nurse reports that the probe was not replaced. The surgeon felt the probe did not cut at the optimum rate. The original probe was used throughout the surgery to complete the procedure with no harm to the patient.